Event description:
It was reported that during a distal right coronary artery (rca) stenting procedure, while crossing through the mildly calcified and mildly tortuous proximal rca, minimal resistance was felt during advancement. The stent caught on something in the proximal portion of the vessel and the stent dislodged from the delivery catheter. An unspecified balloon was able to get into the stent, successfully deploying it in the proximal rca. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the shaft and balloon and in the guide wire lumen. There was crystallized contrast on the shaft and in the inflation lumen and balloon. This is consistent with preparation of the device and advancement of the sds into the body. It was confirmed that the stent implant had dislodged from the balloon and was not returned. Dimensional analysis found the tip length met manufacturing criteria. There were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient's anatomy was mildly tortuous and calcified, which likely contributed to the reported failure to advance. Reportedly, the stent got caught on something in the vessel, possibly the calcification, which likely resulted in disruption of the stent such that the stent loosened on the balloon and subsequently led to the stent dislodgement. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot did not reveal any other incidents reporting stent dislodgement. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.